Manufacturer narrative:
Date of event: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath leaked. Additional information was received on 03feb2020. The procedure was a heart catheterization. The blood was shooting backwards through the hemostatic valve. Blood loss was less than 250cc. The patient was in stable condition and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.